Manufacturer narrative:
This device is for treatment, not diagnosis. The investigation has shown that the trigger for the reverse running is blocked as complained. The review of the production history revealed that this cad ii was manufactured according to the specifications. No abnormal findings were identified. Unfortunately the exact cause of failure could not be determined. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, it was noted that the reverse stop was blocked on the compact air drive (cad) ii. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.